Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters were more straight than coude.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿operator error". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the catheters were more straight than coude.